Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the acute care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced . The upstream occlusion alarms were confirmed through review of the event history log. During the evaluation, the upstream sensor was found to have low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.